Manufacturer narrative:
Date occurred as noted.

Event description:
It was reported that during a revision procedure on (B)(6) 2025, the ipg was not placed in surgery mode and was rendered inoperable. It was replaced with a new device at that time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the d10 tab has been updated for missing products.